Event description:
It was reported that a dependent patient presented for a follow up in clinic with dizziness due to a right ventricular lead that exhibited failure to capture, failure to sense, noise over-sensing, and low pacing impedance. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.